Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported patient had medtronic implant died on 2014 and couldn¿t charge it, so it was replaced with another medtronicdevice on 2016. No further complication and event were reported.